Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 339 mg/dl, confirmed by fingerstick, after under-announcing dinner carbohydrates, eating additional chocolate, and experiencing a temporary pause in insulin delivery due to a cartridge change. Glucose trended down to 301 mg/dl by the end of the call. Symptoms included hyperglycemia without other reported complaints. Outcomes included user self-management without medical intervention or hospitalization, and the user declined follow-up but agreed to monitor and call back if needed. Investigation included case review, troubleshooting, and user education on accurate meal announcements and managing insulin delivery during cartridge changes. Investigation of this case revealed user-related factors of incorrect meal size entry and an interruption in insulin delivery contributed to the hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to carbohydrate announcement combined with an interruption of insulin delivery during cartridge replacement.